Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with dizziness, discomfort and bradycardia at 37 beats per minute. It was also reported that the implantable pulse generator (ipg) exhibited premature battery depletion and "poor pacing." The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 89.5% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a low voltage lead exhibited high thresholds during a generator change out. The lead was replaced.